Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error "motor not running." There was no patient involvement.

Manufacturer narrative:
While performing a review of this reported event, it was discovered that the alleged issue is not a reportable malfunction. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2025-01994 is no longer considered reportable, please disregard any reports associated with it. The reported issue was not duplicated during functional testing.